Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that there was difficulty advancing the delivery catheter system (dcs) due to slight resistance met at the narrowing of the graft. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). A procedural image was received for review, the image provided confirms the valve system was through the middle of the stent and the stent looked deformed. This was the only image received. In this case, the narrow section of the stent graft may have been the cause of the advancement difficulties. When valve was deployed to 80%, it was noted that the stent inside of graft had dislodged proximally. Based on the limited evidence available, the cause of the stent dislodgement and the potential relationship to the dcs cannot be confirmed. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was discarded by the facility, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve into a patient with a bicuspid aortic valve, previous repair of coarctation of aorta with a graft and aortic stenosis, the delivery catheter system (dcs) was advanced over a non-medtronic wire. Slight resistance was met at the narrowing of the graft, the dcs was rotated 90 degrees and advanced through the narrowing. The valve was deployed to 80% and it was noted that the stent inside of graft had dislodged proximally. The valve was fully released without difficulty and the dcs was removed successfully without further movement of the stent. The facility used a large balloon to deploy a stent further down the aorta. No additional adverse patient effects were reported.